Event description:
It was reported that the device was explanted due to the field action notification. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.